Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. Customer tried using new batteries, however the issue would not resolve. There was no report of any patient involvement. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed which found that the top cover, front enclosure and battery lock were damaged. The platform failed initial functional testing as it exhibited a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message upon power up and after 10 minutes of testing with a mannequin. A review of the archive was performed and no errors or anomalies were observed on the reported event date of (B)(6) 2014, however multiple ua7's were noted on (B)(6) 2014, which is the last recorded customer use of the platform. Both load cells have been determined to be defective. Based on the investigation results the parts identified for replacement are the load cells, the top cover, front enclosure and battery lock. The customer's reported complaint of the platform exhibiting a ua7 was confirmed through both review of the archive and initial functional testing. The root cause was determined to be that the load cells were not functioning properly.